Event description:
It was reported to philips that the device shut down without command. The device was rebooted but the flexvision pc did not boot back up. The device was outside of clinical use at the time of the event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a malfunction in the flexvision pc, fse found that flexvision pc doesn't always switch on with system. Instructed customer to leave the unit on. Fse restarted the system and it worked, the system was returned to use in good working order. The codes were updated based on the investigation outcome.